Event description:
It was reported that the nurse was calling to report the screen on s/n (B)(6) was black. They have a second arctic sun device and were delivering therapy using the other device. Confirmed the power switch was illuminated yet the screen remains black. Confirmed the device will need repair. They set it aside for the biomed. Emailed local representatives for assistance.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a depleted coin cell battery. During evaluation, it was confirmed that the screen was blank upon plugging in device and powering on. Coin cell battery was replaced during the pm process. Pm performed. Mixing pump, heater, drain valves, and circulation pump were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was calling to report the screen on s/n (B)(6) was black. They have a second arctic sun device and were delivering therapy using the other device. Confirmed the power switch was illuminated yet the screen remains black. Confirmed the device will need repair. They set it aside for the biomed. Emailed local representatives for assistance. Per review of wo on 01sep2025, when device plugged in and power turned on the screen was blank.